Manufacturer narrative:
Concomitant medical products: 6981m adaptor/extender, implanted (B)(6) 2006; 4965-25 lead, implanted (B)(6) 2004; 6981m adaptor/extender, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was implanted using a lead extender. There was a fracture noted in either the lead or the extender, it was not able to be determined where the fracture occurred. The extender and lead were initially programmed off, then capped, and the lead was replaced. No patient complications have been reported as a result of this event.